Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) would turn on and off automatically without prompting. The epg passed incoming functional testing. It was indicated that the keypad was out of specification mechanically. The epg was to be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would turn on and off automatically without prompting. The epg was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would turn on and off automatically without prompting. The programmer was returned for service. No patient complications have been reported as a result of this event.